Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit. The initial result was 135.7 mmol/l, and the repeat results were 128.9 mmol/l, 128.5 mmol/l, 128.3 mmol/l, 130.0 mmol/l, and 130.2 mmol/l. The result of 128.5 mmol/l was deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A clog was suspected in the vacuum nozzle, so the vacuum nozzle was cleaned. The results after cleaning were passing. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was resolved by the cleaning of the clogged vacuum nozzle.